Event description:
It was alleged that the cot dropped/tipped when removing from ambulance. The patient received a hematoma to the head and a laceration to the arm. The patient's wounds were bandaged, however no further medical intervention was reported.

Manufacturer narrative:
The issue was resolved for the customer by inspecting the cot and verifying full functionality.

Event description:
It was alleged that the cot dropped/tipped when removing from ambulance. The patient received a hematoma to the head and a laceration to the arm. The patient's wounds were bandaged, however no further medical intervention was reported.